Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services could not confirm that the monitor was shutting off or showing any black and blue lines. The battery was completely discharged so monitor would turn on but then turn off. The device was charged, cleaned, tested and returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device stopped working during a patient procedure. It would go blank with black and blue lines on it. A delay in the procedure of unknown duration occurred as an unstated back-up device was obtained. No harm to patient or user was reported.